Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The stand alone board and blown fuses were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in standalone mode. There was no patient present.